Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted into the patient. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that patient underwent revision of vaginal graft, hydrodistension and cystoscopy on (B)(6) 2008 for pelvic pain and interstitial cystitis. It was reported that patient also underwent explantation of vaginal mesh and enterocele repair on (B)(6) 2012 for vaginal pain and dyspareunia. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Reason for surgery: incontinence, vaginal vault prolapsed, interstitial cystitis. Concurrent procedures: urethropexy, sacrospinous suspension, anterior colporrhaphy, hydrodistention, cystoscopy. It was reported that the patient underwent mesh revision on (B)(6) 2008, along with cystoscopy and hydrodistention due to vaginal pain and interstitial cystitis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 along with concurrent anterior colporrhaphy and cystoscopy due to sui, pop and interstitial cystitis. It was reported that following insertion the patient experienced pain, urinary/bowel problems, dyspareunia, vaginal scarring. It was reported that patient underwent mesh revision/removal on (B)(6) 2008. It was reported that patient underwent mesh revision/removal on (B)(6) 2008, and (B)(6) 2012.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 along with concurrent resection of vaginal mesh due to sui and vaginal pain. It was reported that following insertion the patient experienced pain, urinary/bowel problems, dyspareunia, vaginal scarring. It was reported that patient underwent mesh revision/removal on (B)(6) 2008. It was reported that patient underwent mesh revision/removal on (B)(6) 2008, and (B)(6) 2012. (B)(4).